Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :fallopian tubes') and pelvic pain ('pelvic pain/ pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test". The patient's medical history included live birth. Concurrent conditions included headache, migraine and dyspareunia. Concomitant products included ibuprofen and propranolol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), hypersensitivity ("allergic or hypersensitivity reaction") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salphingectomy and bilateral salphingectomy (date not received)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, vulvovaginal pain, fatigue, hormone level abnormal, headache, hypersensitivity and migraine outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she received treatment for pain chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, she received treatment for menorrhagia (heavy menstrual bleeding), perforation :fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2018: result: total bilateral occlusion. -in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :fallopian tubes') and pelvic pain ('pelvic pain/ pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test". The patient's medical history included live birth. Concurrent conditions included headache, migraine and dyspareunia. Concomitant products included ibuprofen and propranolol. On (B)(6)2013, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), hypersensitivity ("allergic or hypersensitivity reaction") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salphingectomy and bilateral salphingectomy (date not received)). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, vulvovaginal pain, fatigue, hormone level abnormal, headache, hypersensitivity and migraine outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she received treatment for pain chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, she received treatment for menorrhagia (heavy menstrual bleeding), perforation :fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Ultrasound scan - on (B)(6)2018: result: total bilateral occlusion. -in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: plaintiff fact sheet received. Events per pfs: allergic or hypersensitivity reaction and migraines / headaches. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation :fallopian tubes') and pelvic pain ('pelvic pain/ pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test". The patient's medical history included live birth. Concurrent conditions included headache, migraine and dyspareunia. Concomitant products included ibuprofen and propranolol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salphingectomy and bilateral salphingectomy (date not received)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower, vulvovaginal pain, fatigue, hormone level abnormal and headache outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she received treatment for pain chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, back, she received treatment for menorrhagia (heavy menstrual bleeding), perforation :fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound scan - on (B)(6) 2018: result: total bilateral occlusion. In place. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all source documents and references from deletion (B)(4) were transferred to this case. Following new reporter information was added, product insertion and product indication was added. New event added perforation: fallopian tubes, chronic dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, headaches, hormonal changes, fatigue, menorrhagia (heavy menstrual bleeding), back pain, device monitoring procedure not performed. And event outcome was added. References:- legacy device report num- 2951250-2019-08586 (med watch 3500a MFR number). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth. Concurrent conditions included headache, migraine and dyspareunia. In (B)(6) 2013, the patient had essure inserted. On 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy (date not received)). Essure was removed. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received : essure removal details added, lab data added. Concomitant condition added. Events : pain outcome updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.